Event description:
Tampons produced upside down in applicator [device physical property issue]. Case narrative: consumer reported via email that the tampons were produced upside down in applicator. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Tampons produced upside down in applicator [device physical property issue] case narrative: consumer reported via email that the tampons were produced upside down in applicator. No injury was reported.